Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod for longer than 48 hours. The patient reports being unable to see their blood glucose values due to receiving a communication error alarm on their controller for missing values and limited mode. The patient reports while at a scheduled endocrinologist appointment their blood glucose level was checked and they were referred to the hospital. Once at the hospital the patient removed their pod. The patient had an an x-ray as well as lab work administered. The patient was treated with intravenous fluids and insulin. The patients pod will not be returned as it has been discarded. The patient remains in the hospital at the time of this call.